Event description:
The customer reported that the system booted slowly and gave error messages, no boot. System functionality was recovered with a reboot. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The system was rebooted and the error and cleared during the service call. The reported issue could not be duplicated. The system was found to be working as intended and put back into service.